Event description:
It was reported that the unit would not recharge. Additional information received reported that the patient had contacted the manufacturer regarding the stimulation not charging but had not heard back. It was reported that the ¿simolator¿ was not charging. It was noted that the patient had attempted to contact someone about their ¿simolator not working¿ but had not heard back. It was noted that the unit no longer charged. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), implanted: 2009-(B)(6), product type recharger. Product ID 3 708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 37743, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. Product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6). Product type lead. (B)(4).